Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A photo was provided to baxter for evaluation. The reported condition was not confirmed. The assignable cause could not be determined at this time. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was a leak discovered at the filling cap. The device was filled with sodium chloride and 5-fluorouracil. The total fill volume is 100 milliliters. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.